Manufacturer narrative:
This was a two-level implantation. It was reported that the implants were removed at the patients request. No device malfunction was observed. Without a device, serial number or lot number, the device history records review could not be completed. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
Two-level m6-c patient requested revision. Both devices were explanted. Both devices were intact at the time of removal.